Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6) medical center. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the acrobat-I stabilizer arm was not tightening properly. A replacement device was used to complete the procedure. No patient harm or injury. No delay in case. Linked to (B)(4).